Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer, with guidance from technical support, removed the pump from its case, inspected and cleaned relevant areas, and followed instructions to successfully reload the cartridge and resume insulin delivery.